Event description:
During an implant attempt of the subject device, connection issues in the atrial channel were reported. The physician indicated that initially connection of each lead was normal, but the leads had to be disconnected, in order to reposition the leads. After the leads were repositioned, the ventricular lead was connected without and issue, but when attempting to tighten the set-screw of the atrial channel, the screwdriver could not be inserted into the set-screw cavity. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.